Event description:
It was reported that a female underwent a revision surgery due to the nail fracturing 4 mos post op.

Manufacturer narrative:
Add'l info has been requested and if received will be reported in a supplemental report.